Event description:
Customer reported the insulin pump had a malfunction alarm. The device had alarmed no delivery. Event occurred in september. Customer stated he wasn't sure what was his blood glucose was but could have been around 110 mg/dl wasn't anything drastic. Alarm and possible causes were explained to the customer. No troubleshooting was performed because it was a pass event. Possible occlusion on the reservoir or infusion set. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.